Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-24110. The pt was implanted with two scs leads from the same lot number. It was reported the pt's entire scs system was replaced with a new one. The pt alleged his scs system did not work. The exact reason for the replacement is undetermined at this time. Effective stimulation was obtained postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.